Event description:
Rayner intraocular lenses limited were notified by kent and canterbury hospital (england) about a suspected opacification case in a pt who received a rayner intraocular lens in (B)(6) 2007. Rayner were advised that opacification developed following corneal endothelial graft surgery.

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses (B)(4). The device analysis performed by an independent third party testing facility confirmed that there were crystalline deposits directly below the intraocular lens surface however, could not ascertain the root cause of the development of opacification. The physician commented in his correspondence with rayner intraocular lenses limited that "surgery was not straight forward (in terms of needing a second injection of air into the anterior chamber or of the surgery being a repeat corneal endothelial graft etc). My hunch is that breakdown of the normal blood-aqueous barrier has something to do with it." Our review of production records of the superflex 620h batch (B)(4) confirms that all mfg and quality checks were conducted with successful results. All lenses released from this batch were within specification. Complaints since (B)(4) 2007, the month of MFR, were reviewed and we can confirmed that no complaints, of any type, have been received against the superflex 620h batch (B)(4). There is no indication from the results of the analysis or of our production record review that this event has occurred as a result of a device defect or malfunction.